Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that fluctuating speed occurred. A rotablator rotational atherectomy system console was selected for treatment. During procedure, it was observed that the speed fluctuated. It was further suspected that the potentiometer in the console was defective. The procedure was completed with this device. There were no patient complications reported thus there are no patient issue to report.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The console and foot pedal were tested using a rotalink 1.75 mm burr. The rotational speed in dynaglide mode was 84 krpm, the maximum turbine rotational speed reached was 230 krpm. The turbine speed was set to and maintained at 170 krpm. These are typical operational speeds. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 202 krpm from maximum of 230 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. Given the age of the console, the most likely root cause is a failure of the proportional valve due to normal wear and tear. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. Furthermore, the console did not exhibit any rotational speed fluctuation in turbine mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that fluctuating speed occurred. A rotablator rotational atherectomy system console was selected for treatment. During procedure, it was observed that the speed fluctuated. It was further suspected that the potentiometer in the console was defective. The procedure was completed with this device. There were no patient complications reported thus there are no patient issue to report.